Event description:
In 1999, the cryopreserved pulmonary valve and conduit in question was implanted into a patient of unknown medical history. At approximately three years post-implant, the valve required explantation due to narrowing of the pulmonary artery. Upon explant, the leaflets appeared normal. Another cryopreserved pulmonary homograft was subsequentially implanted.